Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.additional text: hm2 lvad (B)(4).causative or contributing factor: no specific contributing cause identified.intervention(s): replacement of pump.implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: pump drive unit malfunction.